Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility that the hinge of the aseptic battery housing was broken, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility that the hinge of the aspectic battery housing was broken, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.